Manufacturer narrative:
The service rep checked the 5vdc in the workstation and found it reading 5.87 volts on the top of the power supply. He adjusted it down to 5.25vdc and tested the system for proper operation. He also noticed that the molex connector on the 5v power supply was discolored (possible due to heat). Will monitor and if the problem comes back, I will order another power supply. He also adjusted the brightness of the left monitor and tightened the screws which holds the cover on the generator.

Event description:
Customer stated that the workstation rebooted when they tried to fluoro. No patient injury was reported.